Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor/no telemetry with recharging. They had poor communication. The patient stated actions taken prior to the call was the patient repositioned the antenna and also turned the antenna dial. It was unknown when they last had stimulation. It was reported that they last recharged on (B)(6) 2018. The patient stated the reason for not charging was that they weren¿t using therapy as much because of a knee injury that occurred while playing tennis. They stated they were on crutches and they weren¿t as active and didn¿t need the therapy. The caller declined to troubleshoot. No troubleshooting was done due to no access to patient and or product. It was reviewed that the patient should check whether or not they could connect to implant using their patient programmer and if so the patient should call back tomorrow for further troubleshooting, however if they received poor communication, it was reviewed the patient should schedule and appointment for their device to be checked. A list of physicians were provided. No symptoms were reported. The event occurred three weeks ago in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the ins stopped charging. The patient stated that they found a new healthcare provider (hcp) and had an appointment with them on (B)(6) 2018 to meet with them. The patient also stated that they would like a rep to be present. The patient stated they were back at playing tennis and needed their device to work again. No further complications were reported/anticipated.